Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated they had an appointment in (B)(6) 2025 at 4pm at interventional pain medicine, and they would like to have a manufacturer representative (rep) meet them at the apt. The patient reported the implant hadn't worked since it was implanted. Patient stated if they turned the stimulation on to go to their ankle it was so high in their waist that they can't move, and it goes down the wrong leg and the right leg but not all the way down to the ankle. Patient mentioned they had 4 representatives look at their device a couple years ago and no one could get the device to work the way the first one worked. Patient mentioned they got a text message on a recall, device correction needed. Agent asked clarifying questions and patient did not have the name of who or where the message came from. Patient services reviewed reps' role and recommend patient consult with healthcare provider office for next steps. The issue was not resolved.